Manufacturer narrative:
Unable to perform displacement test due to missing retainer and missing reservoir tube o-ring. Test reservoir does not lock properly inside the reservoir tube due to missing retainer.

Event description:
The customer reported insulin pump damaged at reservoir compartment. The customer¿s blood glucose level was unknown. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.